Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-22, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving gablofen 2000mcg/ml at 1546 mcg/ml via an implantable pump for intractable spasticity and cerebral palsy. The patient¿s medical history included cerebral palsy and a spinal infusion. The patient¿s concomitant medications were unknown. Since 2010, the time of replacement, the patient¿s dose had been steadily increased. On approximately (B)(6) 2016, the patient reached approximately 1546 mcg/day but still had poorly controlled spasticity. On (B)(6) 2016, a dye study was performed and showed that the catheter was subdural. On (B)(6) 2016, the surgeon removed the pump segment of the catheter. Upon attempt to retrieve the spinal segment, it broke and retracted into the intrathecal space; it was left there. The pump was electively replaced that day as well due to elective replacement indicator (eri) although it was not associated with the event. The patient¿s post-operative dose was decreased to 900 mcg/day. As of (B)(6) 2016, the event had resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The catheter was incomplete/returned in segments. A slice/cut was seen on the sc connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.